Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at a good depth and a premature ventricular contraction (pvc) caused the valve to move from the targeted location. A transesophageal echocardiogram (tee) revealed no pvl, but there was a severe central jet that would not resolve. A balloon aortic valvuloplasty (bav) was performed with rapid pacing, however, there was no change to the severe central aortic insufficiency (ai). Another bav was performed with rapid pacing again with no improvement to the central ai. The physician felt that poor coaptation was the reason for the regurgitation. Subsequently, a second transcatheter bioprosthetic valve was implanted valve in valve and resolved the central ai. No further adverse patient effects were reported.

Manufacturer narrative:
Upon recent review of the initial medwatch report submitted june 30, 2016, it was noted that the patient weight was not listed. The patient weight of (B)(6) lbs has been added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the transesophageal echocardiogram (tee) at rest showed mild mitral regurgitation, mild tricuspid regurgitation and trace aortic insufficiency (ai). After the first valve was implanted, severe central ai was seen with no paravalvular leak (pvl). After the first balloon aortic valvuloplasty (bav)was performed, severe central ai persisted. After the second bav was performed, severe central ai with no pvl was still seen. A second valve was placed and the end result showed no central ai or pvl. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The physician reported that poor coaptation was the reason for the regurgitation. However, without a returned device and without angiographic images for review, we are unable to conclusively determine the specific cause of the regurgitation and the poor coaptation reported. The issue was successfully resolved through implant of a second valve with no central ai noted on tee or angiogram. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.